Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy when the clamp above the pump was closed. The customer reported the issue occurred at 2200 on a patient when the patient was being transferred from an emergency department stretcher to an intensive care unit bed. The device had been programmed to deliver 30mcg/min of norepinephrine at a rate of 120ml/hr. The customer observed that the 500ml bag of norepinephrine was not infusing. There was no known patient injury or medical intervention associated with this event. No additional information is available.